Manufacturer narrative:
The device was evaluated and adjusted by the provider. The device is working properly.

Event description:
Consumers sister alleges that while her sister was driving in her chair she accidentally hit the lift button. Her sister didn't realize the chair was lifting and was allegedly thrown from the unit.